Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infected mesh, recurrence and wound vac. Treatment provided for these conditions include multiple surgical revisions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical and supraumbilical ventral hernia. It was reported that after implant, the patient experienced infected mesh, recurrence, draining sinus, inflammation, foreign body reaction, open wound, abdominal pain, and adhesions. Post-operative patient treatment included surgical revisions, wound vac and new strattice mesh implanted.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical and supraumbilical ventral hernia. It was reported that after implant, the patient experienced infected mesh, recurrence with draining sinus and open wound. Post-operative patient treatment included surgical revisions, wound vac and new strattice mesh implanted.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical and supraumbilical ventral hernia. It was reported that after implant, the patient experienced infected mesh, recurrence and wound vac. Treatment provided for these conditions include multiple surgical revisions.